Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced infection and the device was removed in 1999. The patient has undergone additional surgery and continues to have problems of irritation, erosion and infection. The device was not returned for evaluation.